Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose while using the ilet and believed they were receiving too much insulin; they reported meal announcing for eating and at times for high glucose, and pausing the ilet when glucose appeared to drop quickly, after which education on proper meal announcing and use was provided. Symptoms included hypoglycemia with dizziness and myodesopsias. Outcomes included the need for oral glucose administration. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and improper use was suspected due to announcing insulin for high glucose and pausing during perceived rapid declines. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.